Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off four (4) times by itself during a patient event. Medical personnel powered on the device following each power off. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
Corrected data: the initial medwatch report (event date) indicates: august 1, 2018. The initial medwatch report (event date) should indicate: august 29, 2018. Additional information: physio-control downloaded the device's electronic records and verified the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off four (4) times by itself during a patient event. Medical personnel powered on the device following each power off. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.